Manufacturer narrative:
Additional information was added : the actual device was not available; however, sixty-four (64) companion samples were received for evaluation. Due to the number of companion samples, 29 samples were randomly selected. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing; including pressure and clear passage under water testing, were completed and the device performed according to product specifications. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred between (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pin-sized holes were observed in the tubing of nine (9) clearlink continu-flo solution sets. This was identified during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.